Event description:
It was alleged by the user's attorney that the momentary safety switch failed to operate as designed, and the suer's skin was blistered. We have not yet been able to obtain access to the unit for testing. We note however, that the user was "re-instructed on proper use of heating pad" by his physician.